Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the anchoring nut for the adjustable pressure limiting valve was loose.. The nut was tightened, and the unit was returned to service.

Event description:
The hospital reported a failure of the unit to manually ventilate. There is no report of patient injury.